Event description:
It was reported that the patient was burned at the implantable neurostimulator location during a recharge session and developed a blister the size of a 50 cent piece. The blister was sore and the skin surrounding it was red. The patient did not see any warning messages or error codes. The neurostimulator was implanted on the right hip and the sore was on the right buttock. She had recharged for about 3 hours during each of the two recharging sessions. The patient did not use the recharging belt but instead propped the recharger behind her with a pillow and reclined back (but not lying down). She charged over her clothes. Additional information received reported the wound appeared to be a pressure ulcer. The patient did not feel any heating or burning sensation during the recharge sessions nor did she recall seeing a temperature message on the recharger. She did not discover the sore until the next day after the second recharge session had taken place. The patient had not had this type of event occur before. As of (B)(6)-2012 the sore was about the size of a nickel. It was noted that the neurostimulator protruded out from the patient's body as she is very thin. Additional information received reported impedances were within normal limits and no reprogramming was needed. The system was working great. The patient was advised not to recharge until the wound looked better and then to do so for shorter intervals. The recharger was going to be returned to the manufacturer for analysis and the patient was sent another recharger to try.

Manufacturer narrative:
Recharger model 37751 (B)(4).

Event description:
Additional information received provided the serial number of the implantable neurostimulator with which the event occurred. There was some unclarity surrounding the serial number as the manufacturer's device registry indicated the ins and system components had been explanted on (B)(6) 2007.

Manufacturer narrative:
Product ID 3708260 serial# (B)(4) implanted: (B)(6) 2006 explanted:; product typ extension; product ID 3708240 serial# (B)(4) implanted: (B)(6) 2006 explanted:; product typ extension; product ID 3998 lot# j0527867v implanted: (B)(6) 2006 explanted:; product typ lead. Analysis of the returned recharger serial# (B)(4) found no anomaly.